Event description:
It was reported that the balloon was not able to deflate. A 7.00mm/2.0cm/90cm peripheral cutting balloon was selected for use in an arteriovenous fistula angioplasty procedure. During the procedure, it was noted that the balloon was not able to deflate after inflation. The device was removed by using a needle to puncture the balloon. The procedure was completed with another of the same device. There were no patient complications reported and the patient is stable.

Event description:
It was reported that the balloon was not able to deflate. A 7.00mm/2.0cm/90cm peripheral cutting balloon was selected for use in an arteriovenous fistula angioplasty procedure. During the procedure, it was noted that the balloon was not able to deflate after inflation. The device was removed by using a needle to puncture the balloon. The procedure was completed with another of the same device. There were no patient complications reported and the patient is stable.

Manufacturer narrative:
Date of reporter aware of the malfunction was on (B)(6) 2020. Date of reporter aware of the use of the needle to puncture and remove the device was (B)(6) 2020 which updated the category of adverse effect. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon pinhole located approximately 1mm proximal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The device could not be inflated or deflated due to severe stretching to the shaft of the device. The rated burst pressure for this device is 10 atmospheres as per 2cm pcb specification. A visual and microscopic examination found no damage or issues with the blades of the device. All blades were intact and fully bonded to the balloon material. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found the shaft of the device to be severely stretched/damaged beginning approximately 50mm proximal of the proximal balloon bond and extending approximately 17mm proximally along the shaft. This type of damage is consistent with excessive tensile force being applied to the delivery system. No other issues were identified during the product analysis